Manufacturer narrative:
Philips service replaced the power supply (power supply x00001b) and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a defective power supply caused partial stand movement failure on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.